Event description:
The nurse reported that during replacement of the pump, the catheter could not be aspirated. As the patient had not had issues reported relative to possible catheter problems, further investigation was not performed at that time. A priming bolus was programmed for the pump on the back table during surgery, prior to connection to the catheter. On 6/30/2006, the patient presented with increased spasms, pain, agitation and a question of a slight fever. Drug concentration and programming were verified and the patient was given intravenous morphine. The catheter was visualized under fluoroscopy; the catheter was in the intrathecal space and no kinks were noted. Subsequently roller and catheter dye studies were planned. The roller study revealed that the pump was functioning properly. The hcp was unable to withdraw the drug from the catheter access port. So the catheter dye study was not performed. The patient was taken to the operating room on 7/11/2006 for catheter replacement. The hcp thought that the pump connector may have been leaking slightly. "Dark material appeared to be clogging the holes of the catheter, but the hcp did not sent it in for testing. The pump contained a high concentration of morphine. The patient has recovered well and is back to baseline.